Event description:
Using the phaco emulsification/ultrasound feature of this machine to remove a cataract from the pt's right eye. The machine stopped and screen displayed message "substation status: ultrasound failed". Surgery was completed by utilizing the irrigation/aspiration mode. No apparent injury to pt. Diagnosis: cataract to right eye.